Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, the tip of the removal driver broke. Broken piece was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review confirms angulated fracture of the tip of the driver. Microscopic examination of the fracture reveals an angulated quasi-brittle fracture, with no indication of fatigue, and river lines in the fracture surface suggest the possible direction of crack propagation. The above observations are consistent with bend stress overload as the mechanism of failure. The hardness of the driver meets print spec. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.